Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had overstimulation and erratic therapy. The consumer stated that six months ago the patient started to have discomfort and back spasms and ten days ago they had surges with stimulation that last 3-4 minutes and were getting worse. There were no traumas or falls reported that were related to the issue. The change in therapy or symptoms was considered gradual. The patient stated they had an appointment with the healthcare professional and manufacturer representative the next day. The indication for use was spinal pain.

Event description:
Follow up information received from the healthcare professional (hcp) reported that as an intervention, reprogramming was performed on the patient's device. No diagnostics were performed. The cause of the overstimulation/surging issue was not determined. The hcp was unsure if the patient's issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.